Event description:
It was reported that patient underwent an unknown dental surgery on an unknown date and suture was used. The needle pulled off the suture and another surgery had to be performed to remove the needle from the patient¿s mucosa.

Manufacturer narrative:
(B)(4) ¿ suture needle pull off occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.